Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the right atrial lead pace impedances measurements were high and out of range. The lead safety switch, switched to unipolar configuration from bipolar in february 2019. A fracture of the lead was alleged. A follow up will be performed at a later date. The system remains implanted. No adverse patient effects were reported.